Event description:
It was reported that during the laparoscopic thoracoscopic esophago- gastrectomy procedure, instrument worked at first then it would not, tried turning maching off and starting from the beginning. The machine kept alarming. No error code listed. No patient consequence.